Event description:
On (B)(6) 2012, the patient's mother contacted animas to report an elevated blood glucose (bg) excursion. The reporter informed customer support that the patient's bg had been running high (in the 200's and 300's mg/dl) for a few days. The patient's mother denied that the patient developed any symptoms suggestive of hyperglycemia with the elevated bg's. In response to the high bg's, the patient's mother stated that the evening prior she gave the patient a temporary 40% increase in basal rate to help bring down her bg levels in addition to an injection. The reporter stated that afterwards, during the night the patient had a low bg of 30mg/dl which she treated. The patient's mother stated the patient was asleep at the time of the low and claimed the patient was not symptomatic. At the time of troubleshooting, the reporter declined to review the pump. She informed customer support that she has changed the patient's site, the insulin and batteries and feels that the elevated bg's may be as a result of the patient going through a growth spurt. This complaint is being reported because the patient obtained a blood glucose reading below 40 mg/dl while on insulin pump therapy. Since the pump was not reviewed at the time of the call, insulin pump use could not be ruled out as a cause or contributor to the low bg event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2016 with the following findings:the pump histories and black box data from the time of the alleged incident were unavailable for review due to continued pump use. A review of the current daily dose history indicated that insulin delivery totals correctly reflected programed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2.0unit per hour basal rate; the pump history correctly reflected 48.0units at the end of the duration test. The pump passed delivery accuracy testing and was found to be delivering within required specifications.